Manufacturer narrative:
(B)(4) date of submission (B)(4) 2012 - device evaluation: the pump and meter remote were returned and evaluated by product analysis on (B)(4) 2012, with the following findings: a review of the pump history was conducted and indicated that the pump was in use until (B)(6) 2011. The last bolus was performed on (B)(6) 2011 at 12:25 pm. The pump's final basal delivery was at 7:28 pm on (B)(6) 2011. There were no alarms outside the range of normal use observed in the pump history. The last blood glucose value in the meter records is 170 mg/dl on (B)(6) 2011 at 9:07 am. The total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2012, the reporter contacted animas to report that the patient had died. There was no additional information provided, and attempts to follow up with the reporter have been unsuccessful. The date of the patient's death is unknown. Customer support was able to confirm with the patient's endocrinologist's office that the patient was deceased, but could provide no further information as the records were unavailable. It is unknown at this time if the patient was using the animas insulin pump at the time of death or not, and the cause of death is currently unknown. This complaint is being reported because the cause of death was not determined and the pump cannot be ruled out as a cause or contributor.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.